Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006896, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27/aug/2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal "6006896". The count of complaint is 3 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006896 was manufactured according to the work instruction (wi) version 27 and manufactured in the line l-1 on 01/may/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 4d04580 was manufactured according to the wi version 29 and manufactured in the machine li3010, on 30/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.